Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attempting to use the tube, the cuff did not inflate due to a hole. There was no patient involvement.